Event description:
It was reported that the balloon rupture occurred. The patient underwent lower limb angioplasty procedure. A 3.0mm x 150mm x 150cm, otw coyote? Balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was inflated to 6 atmospheres and was rupture to greater than the nominal pressure. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed information was not provided to bsc. A good-faith effort was made to acquire the necessary information. Since we are unable to provide specific details at this time, a supplemental report will be submitted if additional information becomes available in the future.

Manufacturer narrative:
Detailed information was not provided to bsc. A good-faith effort was made to acquire the necessary information. Since we are unable to provide specific details at this time, a supplemental report will be submitted if additional information becomes available in the future. Device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 31mm from the tip and is approximately 9mm long.

Event description:
It was reported that a balloon rupture occurred. The patient underwent lower limb angioplasty procedure. A 3.0mm x 150mm x 150cm, otw coyote? Balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was inflated to 6 atmospheres and ruptured at greater than the nominal pressure. There were no patient complications as a result of this event.